Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# (B)(4),serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-jun-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving gablofen (2000 mcg/ml at 461.7 mcg/day) via implantable infusion pump. It was reported that the patient was in for a routine pump change and to increase his pump size from 20 ml to 40 ml. It was noted that the patient has had some intermittent itching and increased spasticity in the past few months. The factors that may have led or contributed to the issue was unknown. The patient underwent a catheter access port (cap) procedure which showed negative csf flow. During surgery, the pump was disconnected from the catheter and the physician could not get flow. The catheter was replaced and the issue was resolved. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.